Event description:
An impella cp device was inserted into the left femoral artery in a 30-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on an extracorporeal membrane oxygenation (ECMO), prior to initiation of support. While the patient was in the intensive care unit (ICU), the pump became dislocated due to the patient's anatomy and could not be repositioned. The impella was exchanged for a new impella cp. The new impella cp functioned without issues. The post-procedure outcome is survived at explant. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Patient's race and ethnicity is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 (product problem), d3, and g1 (manufacturer fax) were added as they were inadvertently omitted from the initial report. D4 primary UDI number was updated. Device in wrong position: the cause of the positioning issue was most likely patient condition related to the anatomy and a very steep aortic arch per clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.